Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: no more information is available. I have made several attempts to connect with the facility that informed me of the complaint but have not been able to receive any information/follow up. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the linx was removed. No other information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2020. Device analysis: the visual analysis was consistent with an explanted device - the device was returned in two segments with a cut wire. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.